Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt developed an infection. No other info was provided. Additional info has been requested but was not available as the date of this report.